Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The patient presented with an mi. The target lesion was located at the left anterior descending artery. The physician advanced the device inside the patient and noted that the stent was not visible under fluoroscopy. The dislodged stent was located in the device protector sleeve. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The patient presented with an mi. The target lesion was located at the left anterior descending artery. The physician advanced the device inside the patient and noted that the stent was not visible under fluoroscopy. The dislodged stent was located in the device protector sleeve. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the device found that the stent was returned dislodged from the stent delivery system (sds) and on a product mandrel. The stent protector and mandrel were returned with no visible damage evident. The stent was not inside the stent protector. The middle section of the stent was damaged from strut row 5 at both ends. The damaged section's struts were severely stretched. The balloon was returned partially inflated. The tip of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).